Event description:
Report of unrequested bolus delivery. A patient was receiving morphine for pain. Concentration of the drug was morphine 100mg in 100cc for a total morphine concentration of 1 mg/ml with inapsine 10mg added. The pain management nurse was called to the room as the patient was drowsy. The patient had received an unspecified dose of narcan per the unit nurse for his drowsiness. It was later thought that unrequested morphine doses may have been administered by the pump causing the drowsiness. When the pain management nurse reponded, she decreased the setting to a continuous setting a 1 mg/hr, with a patient dose setting of 1mg every 6 minutes with no other lockout selected. As she was changing the settings, the pump beeped and administered a dose. The unit nurse had been holding the cord but had not pressed the button, this was verified by family in the room at the time. No report of alarms. The patient responded to the narcan with no sequelae reported. Noted by the customer that the cord could be wiggled and would give a dose. The pump and cord were switched out. When the cord was replaced, the pump worked fine.